Event description:
A report was received the patient¿s pocket location was in the uncomfortable location. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well post operatively.